Event description:
It was reported that after 124.596 joules and 19 minutes of fiber use into a photoselective vaporization of the prostate procedure, the fiber beam diminished vaporization and forward fired. The fiber was replaced to successfully complete the procedure without patient complications.